Manufacturer narrative:
Device was received for evaluation. Evaluation of the device confirmed the reported issue. User report of no image was found to be due to a shorted cable. In addition, it was observed to be cracked on focus ring, the rear cover label was faded. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings, the no image issue was attributed to shorted cable. The defective cable was replaced and issue was resolved.

Event description:
It was reported that during preparation for use, the device exhibited no image. No further details were provided other than the reporter stated that the ¿reprocessing general policy¿ protocol were being followed for cleaning, disinfectant and sterilization. There was no patient involvement on this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR), please see updated sections: g4, g7, h2, h3, h4, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. The product shipment record was confirmed with no abnormalities with the device. The likely probable cause of reported failure was due to user's handling. As stated on the IFU and as a preventive measure, the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor complaints for this device.